Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and self test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device passed the delivery accuracy test at 0.08765 inches. Insulin pump was received with intermittent all the buttons response due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address or serial number label.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose level. Customer's blood glucose level was 402 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump had a keypad anomaly. The buttons were not responsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.